Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Event description:
It was reported that during implant the lead helix was retracted but then could not be redeployed. The physician placed the lead and then pulled back on the lead. A pop was felt and it was thought that the lead had fractured. A different lead was successfully implanted. No patient complications were reported as a result of this event.